Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect operation". It was unknown whether the device had met relevant specifications. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had multiple issues with the intermittent catheters. The urine would not come out and it was clogged . No iodine came in package and only one glove came in package. As per follow up via email on 02may2023, customer received the medical supplies, but was still missing the catheters. Customer said they had been running out of the supplies while awaiting for the replacements. As per follow up via phone on 09may2023, it was reported that customer was still working with customer service to get replacement catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had multiple issues with the intermittent catheters. The urine would not come out and it was clogged. No iodine came in package and only one glove came in package.